Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a motor (rewind issue) issue; the rewind stops prior to completion at the 0-100 mark. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-nov-2017 with the following findings: a review of the black box data showed no evidence of a rewind issue. During the investigation, the pump successfully completed the rewind, load and prime steps. The pump was exercised for 24 hours after which no rewind issues were observed. It was observed that the keypad was working properly. The investigation was unable to duplicate the initial complaint about a ¿rewind issue¿.